Manufacturer narrative:
Production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the fiber optic board had to be replaced. However, during the repairs, the fse discovered that the compressor also needed to be replaced. Updated repair information will be submitted once repairs are completed. (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor error. The customer exchanged the pump with another cardiosave while using the same intra-aortic balloon and there were no recurring errors. No adverse event was reported.

Manufacturer narrative:
The getinge field service engineer replaced fiber optic module and the compressor, then tested the system, and the iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor error. The customer exchanged the pump with another cardiosave while using the same intra-aortic balloon and there were no recurring errors. No adverse event was reported.